Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: during investigation, the battery compartment is cracked from threads down to the case seal on the side, returned battery can fit. The pump powers up with auditory and vibration to a blank screen, reported ¿blank screen¿ complaint is duplicated. The pump¿s cover was removed, moisture corrosion was found to the display screen and to the eeprom chip.